Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2013 arjohuntleigh received a customer complaint where it was reported that during the resident's lifting from a wheelchair to a bed one of the leg attachment clips of the sling became dislodged and the resident started slipping out of sling. Nursing aides were attempting to support the resident when one of the upper attachment clips became dislodged. Resident slid from the sling to the floor and bumped his head on the speader bar. There was no reported injury and the resident was not sent to the emergency room, but the resident is under observation at the facility. The facility has quarantined both the lift and the sling for observation.

Manufacturer narrative:
An investigation was carried out into this complaint. Following the information received it appears most likely that at the beginning of the resident transfer from a wheelchair a leg clip of the sling detached from the spreader bar of the maxi move lift. It was noticed that the resident started slipping out and the nurse was trying to support the resident. Then the other shoulder clip detached from the lift. When reviewing similar reportable events, we have found a number of cases with similar fault description (clip detachment). The trend observed for reportable complaints with this failure mode is currently considered to be relatively low and stable. It can be established that the system was being used for patient care when the event took place and in that way contributed to the outcome of the event. An on site inspection found slings to be worn leg clips were suggested to be out of tolerance, stiffeners were not presented in the sling pockets and washed/worn label was observed. This is not impacted on the performance of the slings when using according to the instruction for use (IFU) but this is an indication that these slings should be withdrawn from use and replaced. Also maxi move lift was found with some minor issues which have not an impact on the performance of the lift. Based on the above it can be established that the sling and the lift which work together as a system were found to have not been to specification when the event took place, however no malfunctions were indicated that could have caused or contributed to the event. A sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as indicated to be required in the labelling, is locked in position with the weight of the patient. During the clip detachment the person is likely to fall away from the sling, toward the corner where the clip is not in place as shown in our simulations. From simulations, we know that in the situation, when the clip is not attached and under tension with the weight of the person in the sling from the start, a drop will be immediate. This scenario is related to the event description. If the labelling is followed there can be no issue. However, it is possible for the caregivers to not have followed the labelling and not checked the clips are correctly attached and remain in tension as the weight of the resident is gradually taken up. The user is obliged to monitor the clips becoming under tension when the weight of the patient is gradually being loaded on. Additionally, it was indicated that the nurse was trying to support the resident in the sling and it was reported that the other shoulder clip of the sling detached from the lift attachment point. This means that the shoulder clip was in place and it was locked in position by the weight of the person in the sling (therefore not likely to come off by itself). Nevertheless, based on the event description, it appears likely that the nurse maneuvered the resident placed in the sling. It is possible that the nurse has not followed the labelling and has used the person in the sling to manipulate the spreader bar. In this case the shoulder clip could be inadvertently pulled off by the nurse. Possible scenario described above seems to be most related, based on the event description. The maxi move instruction for use (IFU) supplied with the lift (001.25060 rev 11 from jan 2014) indicates and warns: "caution: always check that all the sling attachment clips are fully in position before and during the lifting cycle, and in tension as the patient's weight is gradually taken up" "warning: do not attempt to move the lift by pulling or pushing on the mast, the jib, the spreader bar or the patient". Consequently to the above, we come to the conclusion that the event was most likely caused by use error, based on the customer information and the simulations performed previously based on earlier incidents. The labelling for the lift device indicates the system should be used by trained personnel that are aware of the IFU contents. Note that the customer was visited and interviewed by a local arjohuntleigh representative but could not provide any training dates for staff. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to correct lifting procedur[?] And checking the sling and the lift before transfer. This is to be communicated to the customer. We find this complaint to be reportable to the competent authorities.